Event description:
The customer reported the device was unable to obtain a 12 lead reading during a patient use. The device was in use monitoring the patient at the time of the event. No adverse event involving patient or user was reported.